Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited fluctuating battery longevity, with no objective evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that at an interrogation, the device indicated that 6 months were remaining. A later check revealed that the device had approximately 1.5 years remaining. The health care professional (hcp) questioned whether programming a certain feature off, would conserve battery. It was agreed that turning off the feature could conserve battery. It was also discussed whether anything had changed, since the previous interrogation, such as percent pacing of impedances and the hcp states they did not. The cause of the battery fluctuation is not known. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.